Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple syringe needles bent while attempting to load the cartridge with insulin; customer did not know cause. Customer was able to successfully load the cartridge. There was no reported impact to customer's blood glucose.